Event description:
The plaintiff's attorney alleged that the decedent was feeling ill on (B)(6) 2012 and subsequently experienced a probable cardiovascular event and expired on (B)(6) 2012 after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported on the same pt involving two separate products; associated with mdrs # 1225714-2013-00607,1225714-2013-00609 and 1225714-2013-00610.